Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that an olympus balloon for ultrasonic endoscope came off during a fibre optic bronchoscopy and linear endobronchial ultrasound-guided transbronchial needle aspiration procedure. The procedure was successfully completed. The missing balloon was identified after the procedure at the beginning of the pre-cleaning routine. A thorough search of the procedural area was undertaken. Another bronchoscopy was performed since the patient was still under general anesthesia. The physician determined the balloon was not in the lungs. The patient was under anesthesia for an unspecified amount of time due to the second bronchoscopy. No x-ray was taken and the missing balloon has not been found. The patient had an uneventful recovery and was notified by the physician of the missing balloon. The physician has followed up with the patient and there has not been any harm or injury noted. This event includes two reports as follows: patient identifier (B)(6) is for the balloon falling off. Patient identifier (B)(6) is for the scope involved with the balloon falling off. This report is for patient identifier (B)(6) for the scope involved with the balloon falling off.